Event description:
The facility's biomed reported a fail code 807:01, which occurred biomed testing. Additional contact info was requested but no additional contact was identified. The biomed stated that there have been no reports of any pt incident involving this pump since the last baxter service event.